Event description:
It was reported that the customer was admitted to the intensive care unit (ICU) with a blood glucose (bg) level of 33 mg/dl; cause was not known. Customer was treated with intravenous fluids of saline and dextrose to address the bg. Customer was discharged on (B)(6) 2025 with the issue resolved and no permanent damage. Recommendation was made to consult with a healthcare provider regarding diabetes management.